Event description:
It was reportedly impossible to access the "implantation auto detection" tab during implantation of the subject device.

Manufacturer narrative:
(B)(4).

Event description:
It was reportedly impossible to access the "implantation auto detection" tab during implantation of the subject device.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
It was reportedly impossible to access the "implantation auto detection" tab during implantation of the subject device.